Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 14 autoclave cycles for the handle. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The eeprom event log from the field was reviewed and displayed a drive motor failure code. Since the clinical battery, adapter, and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the device. The device powered up but did not calibrate as expected. The device displayed one blinking green light above the handle symbol and two solid blue status indicator lights. Engineering then disassembled the unit for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc (brushless direct current) board. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a sleeve gastrectomy, when the battery was placed into the handle, the device displayed blue status lights and a flashing green handle indicator light. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. /the patient is currently fine. There was no reinforcement material used.